Manufacturer narrative:
During preventative maintenance, it was observed that error message mid:23 (patient probe offset) displayed on the thermogard xp ivtm system (sn (B)(4)). It was determined that the root cause was due to a defective I/o pc board due to normal wear and tear of the console. The thermogard xp ivtm system is a reusable device and was manufactured in 06 december 2012. The device has been operating for nearly 7 years and has exceeded its expected serviceable life of 5 years. No physical damaged observed during visual inspection. The system passed the initial functional testing. However, it was noted that tcmid:05 (coolant diff failure) occurred during further testing of the console. It was observed that the I/o pc board and lm34 temperature probe were defective due to normal wear and tear of the console. Lm 34 temperature probe needs to be replace to address tcmid:05 and I/o pc board need to be replaced to address mid:23. After replacing the lm34 temperature probe and I/o pc board, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During preventive maintenance, the thermogard console (sn (B)(4)) displayed mid:23 (patient probe offset). No patient involvement.